Event description:
Left knee arthroscopy incision in the afternoon. Arthroscopy pump was hooked up and set. Pressure ran for approximately 1-2 minutes then the motor started grinding sounded like it was in over drive. Then the machine stopped despite several attempts to restart. Left leg swelling noted per dr, procedure aborted immediately. Puncture wound was sutured, leg was dressed with 4x4, webril, and ace and icepack applied. Patient to be admitted per dr. For supervision. According to operative report, "we noted that the pump that delivers the pressure to the fluid going into the knee seemed to be malfunctioning in some way so that the pressure would drop and then it would rise, and so after this occurred for several minutes, we went ahead and discontinued that pump and made arrangements to bring another pump into the room and proceed with the procedure."